Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at open colon surgery (ileocecal area) ,they connected the reload to the power handle and checked the opening/closing of the jaws and then they handed the device to the surgeon. The surgeon clamped the tissue and tried to fire the device, however the green buttons did not illuminate and the surgeon could not fire the device. They re-checked the jaws opening/closing, however the status was the same. They replaced the device with another handle, and connected the same reload, however the surgeon still could not fire the device. They replaced it with a new reload, and connected the same manual handle, however the surgeon could still not fire the device. Finally, they replaced the device with a new handle and reload, and the firing was successful. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.